Manufacturer narrative:
During the patient follow-up, a 90% restenosis of the target lesion was noted. As a result, the patient required revascularization using a pta balloon. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. Availability to enter this information is still work in progress at (B)(6), thus the drug information is noted below: stellarex 0.035 otw drug-coated angioplasty balloon, paclitaxel drug, 3.2 mg, therapy date: (B)(6) 2014, adjunct to pta in the treatment of denovo or post pta occluded/ stenotic or restenotic lesions (excluding in-stent) in fem-pop arteries, lot #: 13j1060802, expiration date: 03/17/2014. Serial number is unknown. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Foreign- (B)(6)/ study name- (B)(6), patient ID# (B)(6). Combination product is applicable. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
On (B)(6) 2014, the patient underwent the index procedure for treatment of a 15 mm, 99% stenotic denovo lesion in the right distal sfa. The lesion was predilated using a 4 x 40 mm balloon which was inflated to 12 atm, resulting in a 70% residual stenosis. Then a stellarex balloon was inflated to 12 atm for 3 minutes, resulting in a 30% residual stenosis. The lesion was post-dilated with a balloon inflated to 6 atm with a final stenosis of 25%. No complications occurred during the procedure. On (B)(6) 2014, a peritoneal abdominal bleeding occurred, requiring exploratory groin surgery and surgical closure of the arterial puncture site. The subject was discharged on (B)(6) 2014. On (B)(6) 2016, the patient reported claudication symptoms and a 6 mm, 90% restenosis of the right sfa was noted. Intervention of the right distal sfa (target lesion) using pta was performed on (B)(6) 2016.